Event description:
It was reported that during cleaning the high torque hudson/modified trinkle reamer leaked. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection, it was confirmed that there was evidence of a leaked substance.